Manufacturer narrative:
The investigation was unable to determine a definitive root cause affecting vitros glu performance, causing glu quality control results to shift low. However, an instrument issue cannot be ruled out. Service actions were required to mitigate the issue and return the system to acceptable operation. Acceptable glu performance has been maintained following the service activity.

Event description:
The customer observed negatively biased quality control results processed using vitros glu slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed for glu during the event. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).